Event description:
Olympus further received information that olympus distal cap was used as distal attachment with peroral endoscopic myotomy procedure. The power setting was 5.6 precise sect/ endocut 2. The energization time was 1-2 seconds during coag. The knife was cleaned anytime it is removed from the scope in water.

Event description:
The customer reported to olympus that during "etoem" procedure, while tunneling to gastroesophageal junction, this electrosurgical knife's triangle tip fell off. The customer was not able to retrieve it. The procedure was completed. Additional information has been requested. There were no reports of further patient or user harm associated with this event.